Manufacturer narrative:
The product was not available for evaluation. A follow-up report will be provided upon the conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The customer reported strike through in the middle of the gown. The gowns were used for decontamination, not for use in patient care for this incident. An employee had strike through where the detergent caused a reaction of burning and irritation. Employee went to emergency department and was out of work for 2 days. Employee utilized an otc cream for irritation.

Manufacturer narrative:
A review of device history record was not able to be performed as a lot number was not provided. Biocompatibility testing for the base fabric and other components of the gown with direct human contact shows that the gown is non-sensitizing, non-cytotoxic, and non-irritating to potential patient and end users. A review of complaints was performed and there is no upward trend in the past 12 months for this issue for the complaint product. Notification was sent to manufacturing leaders for awareness purposes. A root cause was not identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.